Event description:
It was reported that the patient had drainage and an opening at the ipg incision site. It was believed that symptoms were not device related and that it might be due to how the physician closed the incision. The patient underwent an explant procedure and was put on antibiotics. All device components explanted were discarded by the medical facility. The patient was doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7113802/7113850.